Event description:
On (B)(6) 2015, the lay user/patient and her husband contacted lifescan (lfs) (B)(4), alleging illegible information on the vial of her onetouch verio control solution. The complaint was classified based the customer service representative (csr) documentation. The reporter informed the csr at ¿10 am¿ that they were unable to carry out a control solution test due to the information on the control solution bottle being illegible due to the fact the writing was too small. It is unknown how the patient manages her diabetes and whether she made changes to her usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms and no treatment or medical intervention for any symptoms was specified. At the time of troubleshooting, the csr noted that the labelling issue was on the vial and the issue was unresolved. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.